Manufacturer narrative:
Additional information was added to b3: event date, h4 and h6: b3: event date: the event occurred on an unspecified date in march 2021. H4: the lot was manufactured from october 20, 2020 - october 21, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder rupture occurred while filling the device prior to patient use. There was no patient involvement. No additional information is available.